Event description:
While setting up the model 3100a as a backup, the user was unable to get the oscillator (driver) to start after pressurizing the system. There was no pt involvement. This 3100a was a rental unit.